Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for routine check in clinic. The patient expressed experiencing increased levels of fatigue beginning three months ago. Upon interrogation of the device, auto mode switch episodes due to lead noise and elevated threshold was noted on the right atrial lead. The noise was not reproducible. The device was reprogrammed. After the changes, the patient felt better. The lead noise would continue to be monitored.